Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The root cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 15:52:51. During night drain cycle six, the patient's ultrafiltration reading was 718ml, indicating the home patient (hp) drained 718ml more than their maximum programmed fill volume of 1000ml. No further information was available.